Event description:
It was reported that on (B)(6) 2023, a 25mm navitor valve was chosen for implant. The patient was presented with a baseline sinus rhythm. There was calcification extending beneath the aortic annular plane in the interventricular septum. The navitor valve was implanted with no reported issue. On (B)(6) 2023, atrioventricular block was observed. A permanent pacemaker was implanted.

Manufacturer narrative:
An event of malposition of device and atrioventricular block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that there was calcification extending beneath the aortic annular plane in the interventricular septum and the final implant depth of the valve is unknown. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.